Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using pod3s. During the procedure, the physician successfully implanted a pod3 and pod4 into the target vessel using a lantern delivery microcatheter (lantern). While advancing the next pod3 through the lantern, the pod3 became stuck inside, mid-shaft. The pod3 was then removed and the lantern was flushed. The physician then made three additional attempts to advance the pod3 through the lantern, however, the pod3 became stuck in the same location during each attempt and was unable to advance any further. Therefore, the pod3 was removed from the procedure. The procedure was completed using the same lantern and a ruby coil. There was no report of an adverse effect to the patient.